Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The reporting person said that the device could not be reopened during a procedure. It is unknown if the device was applied to tissue at the time or not, and if so, how it was removed from the tissue. There was no injury to the patient.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The visual inspection found the knife was protruding from the jaws. The jaws were stuck shut, not with tissue. The jaws would not open or close due to the protruding knife. The reported condition was confirmed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The instruction for use cautions users to confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. If information is provided in the future, a supplemental report will be issued.